Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A field service engineer (fse) examined the system on-site and confirmed system would not starting up. Upon troubleshooting fse that the internal ups connected to the gpdu was in a failure state. To resolve the issue temporarily, the fse bypassed the ups. After bypassed the ups, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not starting up. No harm was reported to philips. Philips has started an investigation of this complaint.